Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that hair found inside the sterile PICC catheter insertion kit. Hair appeared to be stuck in the needle cap. Additional information received (B)(6)2023: the event was discovered during set up for a PICC insertion. The event did not involve an urgent or life-threatening medical situation. There was no patient harm, injury, complication or negative outcome that occurred as a result of the event. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient.